Manufacturer narrative:
The technician replaced the head up valve and the cardio pulmonary resuscitation valve.

Event description:
The technician alleged the head section will not raise. No pt impact.